Event description:
Assistant called after receiving the recall letter. She said she had experienced the issue twice. Patient-female, (B)(6) yrs. The hygienist said that she used it on herself. She said she used it on the facial of#29. She said she placed a cotton roll, but the material blobbed out of the syringe and got on her gums. She said it burned and she rinsed it off immediately. She said that her gum tissue started peeling off a few minutes later. She said that the peeling was so bad that she has lost 2 mm of gum tissue and the tooth is sensitive. She said the area is no longer sore, but she now has recession on this tooth. This is a reportable malfunction according to 21 cfr 803.50 (a) (2) which states that you must report to us no later than 30 calendar days after the day that you receive or otherwise become aware of information, from any source, that reasonably suggests that a device that you market has malfunctioned and this device or a similar device that you market would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. This is a reportable malfunction as this malfunction could cause serious injury if the material shoots into the patient's mouth or other areas of the body to which it is not intended. Also this material batch is being recalled due to this issue.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method and conclusion -the device has not been returned by the customer. Results and conclusion -evaluation of malfunction root cause in progress. Method results : labeling evaluation- the directions states, "protect mucous membranes from contact with the product using a rubber dam." Staff reported that only cotton roll isolation method was used. Without proper isolation the user exposed the soft tissues to the gluma desensitizer. " the directions also states, gluma dpg must not be used if the necessary precautions cannot be taken or the stipulated application technique is not possible. It also states, only to be used by dentist. The direction for use has adequate warning against exposure stating, "irritating to skin. The product contains methacrylate compounds that may cause sensitization by skin contact. Gluma desensitizer powergel contains glutardialdehyde that may cause localized irritation and may cause sensitization either directly or through inhalation. Avoid contact with skin, immediately wash with plenty of water and soap. The directions also states, "gluma dpg must not be used if the necessary precautions cannot be taken or the stipulated application. Device not available.